Manufacturer narrative:
The device was not returned for evaluation. We are unable to definitively determine the cause for the reported experience. However, vasospasm is a know inherent risk of the endovascular procedure and is listed the marksman IFU. Mdrs related to this report: 2029214-2016-01137. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during pipeline treatment the patient experienced a catheter induced vasospasm in the left internal carotid artery. The vasospasm was treated with verapamil without incident.